Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unspecified microbial contamination. The issue was found at reprocessing during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
During a follow - up with the user facility, it was also confirmed that: positive culture third party results: the device was sent to an independent laboratory for culture testing. The scope tested positive for 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and the auxiliary channel. The customer uses alkazyme detergent during the pre-cleaning process. The customer did not specify the steps taken during the manual cleaning process or if detergent was used. The customer did not specify the cleaning brushes used. It was not specified if the scope is manually disinfected. For automated endoscope reprocessor (aer) treatment, a wassenburg machine is used with endohigh detergent and endohigh paa (disinfectant). The scope is stored horizontally in an unspecified storage. Olympus is not the maintenance company used by the customer. The scope was not sterilized. B3: was updated to reflect the event date provided by the customer. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
During a follow - up with the user facility, it was confirmed that: the scope was sampled three times. During the first sampling, the scope tested positive for 1 colony forming units (cfus) of pseudomonas aeruginosa. During the second sampling, the scope tested positive for 28 cfus of acinetobacter species. During the third sampling, the scope tested positive for 100 cfus of stenotrophomonas maltophilia. All channels were tested.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the light guide rod lens was chipped, the bending section adhesive was separated, and the control unit angulation was out of specification. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it¿s likely that bacteria was detected because of insufficient reprocessing due to the deviation from the instructions for use (IFU). The legal manufacture reviewed the customer provided cds practices of the subject device and noted the following deviations from the device IFU: - brushing was not performed for biopsy channel, suction channel, biopsy port, or suction cylinder at manual cleaning. The following is included in the device instructions for use: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ ¿reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.5 manually cleaning the endoscope and accessories_ brush the channels: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk.¿ olympus will continue to monitor field performance for this device.